Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar events of leakage with three infusion sets as tubing was leaking under the adhesive at site after being used for 2 days. Patient's blood glucose level at the time of event was 267 mg/dl therefore, patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) MDR (B)(4) device 3 of 3.